Event description:
It was reported that mattress was sliding down towards the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the footboard was losing connection due to the mattress sliding down and causing the footboard to lose connection with the bed.

Event description:
It was reported that mattres was sliding down towards the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.